Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the customer that "when dr. (B)(6) was implanting 200347901 (10mm talar stem), she noticed that metal was coming off of the stem and into the patient's bone before impacting". There was a 10-minute delay while a new implant was opened and assembled. The case was completed successfully. Once the stem inside the ankle, there was a metal residue that was left inside the ankle immediately.

Event description:
It was reported by the customer that "when dr. (B)(6) was implanting 200347901 (10mm talar stem), she noticed that metal was coming off of the stem and into the patient's bone before impacting". There was a 10-minute delay while a new implant was opened and assembled. The case was completed successfully. Once the stem inside the ankle, there was a metal residue that was left inside the ankle immediately.

Manufacturer narrative:
Correction - please refer b2 outcomes attributed to ae. The reported event could not be confirmed since evaluation of the returned device could not recreate the event and nothing out of specification could be identified. Visual examination does not find any noticeable debris following device cleaning. Gqo sme was also forwarded the device. The complaint part was verified on the comparator and no issues were found on the plasma coating surface. The inspected parts meet print specification. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.